Event description:
For 4 yrs rptr has noticed that her health has deteriorated which she blames on her breast implants. She has been experiencing fluid leaking from her nipples, body aches, swollen joints, pain on her ribs and stomach and a growth on her pituitary gland. She has seen many drs for the mentioned ailments but no dr has said that her ailments are due to the breast implants.